Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 20.2 mmol/l (360 mg/dl) while wearing the pod between 4 to 24 hours. Upon removal of the pod from the leg infusion site, the cannula was found to be blocked. The patient also reported that the site appeared red, prompting removal of the pod. After removing the blocked cannula, the patient noticed bleeding, and upon pod removal, there was a significant amount of blood at the infusion site.